Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra aortic balloon pump (iabp) was not receiving arterial signal correctly from fiber optic cable.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) the arterial signal from the fiber optic cable is not being picked up correctly. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, b5, b6, d9, g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, health effect ¿ impact codes, investigation findings, component codes, investigation conclusions,), h11. A getinge field service engineer (fse) detected that the ECG connector was broken. The front-end board was replaced, and a correct functional check and test were performed.